Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to be in fallback mode during an emergency followup of the patient. The device would not respond to a magnet and was not pacing the patient. An attempt was made to implant a dual chamber ICD, but during testing that device stopped communicating with the programmer. A 2nd dual chamber ICD was implanted with no further complications.